Event description:
The user noted low sodium results on infant patient samples. The user stated several doctors have complained that the results were too low. The samples were repeated later on the c1 module and the results were higher. The user provided an example of an initial result of 131 mmol/l, repeat result after recalibration of 160 "something". Data was also provided. The results for 10 samples were discrepant. All results are in mmol/l. Sample 1 initial result was 133, repeat result was 138. Sample 2 initial result was 134, repeat result was 140. Sample 3 initial result was 131, repeat result was 138. Sample 4 initial result was 128, repeat result was 158. Sample 5 initial result was 128, repeat result was 159. Sample 6 initial result was 129, repeat result was 166. Sample 7 initial result was 130, repeat result was 167. Sample 8 initial result was 127, repeat result was 170. Sample 9 initial result was 132, repeat result was 168. Sample 10 initial result was 133, repeat result was 173. The initial results were reported. Some of the infants were not sent home, while others may have been on an IV. The user did not have information on individual treatment. The user stated the patient's current conditions were "so far so good". The lot number of the sodium electrode was not provided. The user stated she felt the discrepancy was due to the improper storage of the samples prior to repeat testing. The samples were stored at room temperature, not capped or sealed which allowed the samples to evaporate. The field service representative reported the user refused service and stated the infant samples were initially run just prior to the end of the ise calibration cycle. The user stated they will monitor this closer in the future.